Event description:
Hologic localizer breast tissue marker migrated away from lesion site prior to surgery, when surgery performed unable to find marker, significant hematoma at localizer site, required additional procedure to remark ca lesion and repeat surgery to remove.